Manufacturer narrative:
The reported events of no pacing, failure to interrogate, premature discharge of battery, and longevity anomaly were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicates normal functionality, and no interrogation anomaly was detected. Further battery assessment at various pulse amplitudes measured current level within normal range, and no indication of premature depletion was noted, and output signal analysis measured all pacing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for a routine generator change procedure. During device pacing at the procedure, the implantable cardioverter defibrillator (ICD) exhibited loss of low voltage (lv) output and telemetry could not be established. It was suspected that the battery rapidly depleted from elective replacement indicator into end of service (eos). The physician elected to explant and replace the ICD. There were no patient consequences.